Event description:
This device was explanted due to possible eos. Patient was undergoing a ventricular tachycardia ablation. Physician interrogated device and there was a message, -eos. Therapies are not available.- patient then received a shock, despite this. Device was interrogated again and showed bol. Physician chose to explant. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data were inspected. The device data showed the bos battery status. The documented battery voltage of 3.0 v indicates a fully charged battery, which is consistent with the bos battery status. The current consumption of the device was normal and as expected. Further analysis of the returned data revealed that during the initial interrogation of the device on september 26, 2023 communication disturbances occurred, which may have resulted in an incomplete interrogation of the battery parameters and therefore led to the clinical observation. A corresponding message box interrogation was not successful was displayed on the programmer to inform about the incomplete interrogation process. Based on the available data, the root cause for the communication disturbances was not determinable. However, analysis of the returned device data revealed no indication of an ICD malfunction.

Manufacturer narrative:
The ICD was received and analyzed. Device interrogation was successfully performed, revealing the battery status as bos. The current consumption of the ICD was normal and as expected. The ICD was subjected to electrical analysis to verify its ability to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the ICD delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery in addition to reaching the specified energy level. Hence, the ICD functioned as expected. Further analysis of the returned data revealed that during the initial interrogation of the ICD on (B)(6) 2023, communication disturbances occurred, which may have resulted in an incomplete interrogation of the battery parameters, resulting in the observed eos message at 11:58 hours. The root cause of the disturbances that have led to this event was not determinable, however, the presence of external sources causing electromagnetic interference cannot be excluded. External interferences during the ablation procedure led to several charging cycles resulting in one shock delivery between 11:58 and 13:05 hours. A second interrogation was successfully performed later that same day at 13:05 hours. The ICD therapy was deactivated subsequent to this event. In conclusion, there was no indication of a device malfunction. The eos status was most likely triggered by a disturbed interrogation sequence. The battery was fully charged, and the ICD was fully functional as per programmed parameters.